Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
The physician reported that the intraocular lens haptic appeared fatigued or fractured on release from the insertion system into the patient's capsular bag. The incision was enlarged and the damaged lens exchanged for a 2nd lens. The incision was closed with 4 sutures.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 2.9 inr on the coaguchek xs system while a comparison lab returned as 2.2 inr. No actions taken based on meter result. No adverse event reported. Requested return of suspect system and replacement was sent.